Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient had the device removed. Nevro attempted to obtain additional information regarding the nature of the device removal but none was available. There were no recent reports of issues with the implanted device from the patient prior to the device removal.